Event description:
It was reported the physician noted oversensing of noise while interrogating the device. The oversensing caused the device miss paces appropriately. As the physician suspected a lead issue, the competitor rv lead was revised. Unfortunately, the oversensing and noise persisted. A review of the patient's egm indicates the active rv lead appears to be making external contact with something, possibly a previously abandoned lead. The hcp chose to replace the device believing there was a possible device header issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found.